Event description:
Patient presented with an increase in seizures. The patient indicated that they were having nocturnal seizures from 6pm and ending around 9am. The physician indicated that they believe the patient's increase was due to patient physiology and that they want to try different settings to try and improve the patient's seizures. No other relevant information has been received to date.